Manufacturer narrative:
(B)(6). Patient weight not available for reporting. This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a less invasive stabilization system (liss) distal femur plate and unknown quantity of screws on unknown date. On unknown date, it was determined that the patient had a fracture just proximal to the plate. Patient was returned to surgery on (B)(6) 2018 where surgeon attempted to pull the plate closer to the bone utilizing different screws. After several attempts to turn the most proximal liss locking screw, the large hexagonal screwdriver tip broke off. It was stated the screw was either locked into the plate or possible cold welded to the plate. All fragments were retrieved. A backup screwdriver was readily available and was used to complete the procedure with no delay. This report is for one (1) unknown locking screw. This is report 2 of 3 for (B)(4).